Manufacturer narrative:
Batch review performed on 19-jul-2024: lot 2002223: (B)(4) items manufactured and released on 24-jul-2020. Expiration date: 2025-07-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
On (B)(6) 2024, the patient underwent a primary hip arthroplasty after a bone fracture caused by trauma. On (B)(6) 2024, the patient presented with pain due to another bone fracture, probably related to poor bone quality. The surgeon revised successfully the quadra-p cemented stem and implanted a m-vizion stem.